Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and the reported single leaflet device attachment resulting in unspecified tissue injury per the physician is related to patient conditions (thin or friable leaflets). Tissue damage is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+, prolapsed posterior leaflets, flail, thin or friable leaflets. A mitraclip xtw was inserted and deployed on the mitral valve. However, post deployment, tissue damage was observed, and the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). To stabilize the slda clip, two clips were implanted on either side of the first implanted clip, reducing mr to trace. There was no clinically significant delay in the procedure.